Manufacturer narrative:
The device was above elective replacement indicator (eri) upon receipt. Analysis of device indicated that device was within normal range of operation. Further analysis performed showed normal device characteristics. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient's pacemaker was explanted and replaced for an unknown reason. The patient was stable in condition.